Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm while sleeping. The customer's blood glucose level was 406 mg/dl. The contact cleared the alarm and insulin delivery was resumed. The high bg level was addressed with a correction bolus.